Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate or not working or functioning. The following information was provided by the initial reporter, translated from japanese to english: the view of the pharmacy department is that this may be attributed to manipulative techniques.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate or not working or functioning. The following information was provided by the initial reporter, translated from japanese to english: the view of the pharmacy department is that this may be attributed to manipulative techniques.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.